Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged the generation of discrepant results for a patient sample when using the sars-cov-2 & influenza a/b assay test on the cobas® liat® system. The sample generated a positive result for sars-cov-2 with the sars-cov-2 & influenza a/b assay test on the cobas® liat® system. The same sample was re-tested on the thermo fisher (quantstudio 12k) system, generated negative result for sars-cov-2. The results were released to patient as positive. No further information of sample ids and retest is available at this time. No harm is alleged. An investigation was performed on the reagent kit lot and no issues related to the complaint allegation was observed. Additionally, no instrument run data was available to perform a full assessment on the alleged run.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no issues related to the complaint allegation was observed. Instrument data was not provided from the liat for review of instrument performance and it cannot be determined if these samples may have been near the limit of detection (lod) for the assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. (B)(4).